Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a difficulty activating a safety mechanism due to a bent needle was confirmed, and the cause was determined to be related to use of the product. The product returned for evaluation was one 22 ga x 0.75 in. Safestep infusion set. The returned product sample was evaluated, and the needle was observed to be bent near the proximal end of the needle shaft. The following observations were noted during the sample evaluation: ¿ usage residue was seen on the sample which proved that the product had experienced at least some use ¿ the bend in the needle had occurred away from the needle base which can be caused by device manipulation during/following port access ¿ the needle tip was barbed suggesting contact between the needle and port base an attempt to advance the safety over the needle tip was successful, but the safety mechanism advanced past the needle tip and fell off the device due to the amount of force needed to overcome the bend in the needle shaft. Force applied at an angle to the needle axis, or if the needle is not inserted perpendicular into the port septum, can lead to bending of the needle shaft. It is advised to verify that the needle length is correct based on port reservoir depth, tissue thickness and the thickness of any dressing beneath the bend of the needle; if too long, needle and/or port may be damaged at insertion. Additionally, avoid excessive manipulation once the needle is in the port. No potential damage related to the manufacturing process was noted on the complaint sample. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that when tried to remove the needle, pulled the handle, but the disk-shaped fixing plate and the main body did not separate, and was unable to store the needle tip inside the fixing plate. The needle also appears to be slightly distorted. The safety mechanism did not operate. No further details available or provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a bent needle was confirmed, and the cause was determined to be related to use of the product. The product returned for evaluation was one 22 ga x 0.75 in. Safestep infusion set. The returned product sample was evaluated, and the needle was observed to be bent at the proximal end of the needle shaft. The following observations were noted during the sample evaluation: usage residue was seen on the sample which proved that the product had experienced at least some use. The bend in the needle had occurred away from the needle base which can be caused by device manipulation during/following port access. The needle tip was barbed suggesting contact between the needle and port base. An attempt to advance the safety over the needle tip was successful, but the safety mechanism advanced past the needle tip and fell off the device. Force applied at an angle to the needle axis, or if the needle is not inserted perpendicular into the port septum, can lead to bending of the needle shaft. It is advised to verify that the needle length is correct based on port reservoir depth, tissue thickness and the thickness of any dressing beneath the bend of the needle; if too long, needle and/or port may be damaged at insertion. Additionally, avoid excessive manipulation once the needle is in the port. No potential damage related to the manufacturing process was noted on the complaint sample. This complaint will be recorded for future trending and monitoring purposes.